Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: mg ii flat articular surface cat#: 00511004009, lot#: 40858300. Reported event was confirmed by review of photos. Visual examination of the pictures determined that the both superior and inferior side of the articular surface and patella are damaged specially condylar surface of the articular surface. Device history record was reviewed and no discrepancies were found. The root cause of the metallosis due to metal components of the patella cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00604, 0001822565-2018-00605

Event description:
It was reported that the patient underwent a total knee arthroplasty revision approximately nineteen (19) years post-operatively due to polyethylene wear of the bearing. During the procedure, moderate metallosis was noted and the metal-backed patella was found damaged.